Event description:
It was reported that the battery oscillator device would not run. This event did not occur during surgery. There was no delay due to a planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown, however it was reported that the event occurred in the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to motor or electronic control unit assembly failure due to normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.